Event description:
Reported due to the inability to park the foot of a perclose at (closer ak). Physician attempted closure of a right femoral arteriotomy site with a perclose at (closer ak). Following the deployment of the device the physician was unable to park the foot. The device was "stuck in the patient's leg". The device was removed with the foot deployed. The pt had a "lot of bleeding" and "prolonged compression" was required to achieve hemostasis. Although requested, no additional info was provided.